Event description:
In 2007, this patient underwent endovascular repair using gore excluder endoprostheses. On a routine follow-up on an unknown date, a distal type I endoleak was noted originating from the left common iliac. In 2009, a reintervention occurred whereby the physician implanted a contralateral leg component and a aortic extender component in the left common iliac to address the endoleak. The physician was very happy with the result and the patient is fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional devices involved: pxc201000, pxc201000. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.